Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/3/25 an ilet user reported they experienced a low blood glucose (bg) event resulting in a visit to the ER. The event occurred on 1/30/25. On 1/30/25, the user experienced a severe low bg event, dropping to 30 mg/dl in the early morning. Ilet reports showed a slight bg elevation during the night, followed by a rapid decline. The user's husband drove them to the ER, as they were beginning to lose consciousness. The user treated the low with two shots of glucagon, jelly, and cake. The device provided alerts for low and urgent low bg. The customer care agent provided information on possible causes of low bg and advised the user to speak with their healthcare provider (hcp) and/or clinical diabetes specialist (cds) regarding nighttime bg management. A training link was also provided for additional support.